Manufacturer narrative:
The stent was discarded by the customer and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Hyphema is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's right eye, the visualization was poor and the stent was not able to be implanted. Additional information was later provided indicating that when the stent was implanted there was intraoperative bleeding from schlemm's canal; the stent was then removed and placed superiorly, however, this resulted in bleeding as well. The intraoperative bleeding required cauterization and the surgeon elected not to implant the stent. The patient had been on plavix (anticoagulant) up to the time of surgery and this had not been discontinued preoperatively. The remainder of the surgery proceeded smoothly and postoperatively the patient has done very well with no hyphema or other undesireable bleeding and good control of intraocular pressure.